Manufacturer narrative:
According to the facility during a procedure the 'drill bit broke inside the patient and had to be removed by the physician'. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility during a procedure the 'drill bit broke inside the patient and had to be removed by the physician'.